Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death.